Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking infusion sets was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was two 20ga x 0.75¿ powerloc safety infusion sets. Usage residues were observed throughout both samples. The first sample (sample 1) was received with the safety engaged. Both samples exhibited infusate residues at the needle exit sites. Microscopic inspection of both samples confirmed infusate residues at the needle exit sites. Both samples were flushed with water using a 12ml syringe. During pressurization, both samples leaked at the needle exit sites. The observed leakage was consistent with incomplete adhesive bonding between the extension tubing and the needle shafts. That incomplete adhesive deposition occurred during the manufacturing process. The devices are supplied components and the supplier has been notified of this event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, the implanted port needle was just unpacked and inserted into the patient's body, and when the tube was flushed, it was found that the fluid leaked out from the top of the introducer needle and the butterfly wing connection, so the needle was pulled out. It was reported this occurred with two devices. This report addresses both devices.